Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on the keypad traces. Pump had cracked case at display window corner, minor scratched and cracked display window.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 105 mg/dl. The product was returned for analysis.